Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter had a purple spot on the display (this malfunction complaint has been reported in MFR report # 2939301-2011-03754). The reporter called back on (B)(6) 2011 to provide additional information. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient's mother reported that the alleged display issue was noticed on (B)(6) 2011 at approximately 11:00am. The reporter confirmed that the patient had a backup meter and tested with it when display issue was discovered. The reporter claimed the patient obtained an elevated blood glucose reading of approximately "16 mmol/l" with no signs or symptoms suggestive of hyperglycemia. The patient's mother stated that the patient bolused .4 units of insulin for the elevated high reading. At the time of troubleshooting, the reporter confirmed no known trauma to the subject meter. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. There is no indication that this product caused or contributed to an adverse event. Lifescan received the meter involved with this complaint on (B)(6) 2011 and completed device evaluation on (B)(6) 2011. This complaint is being reported because the investigation confirmed that the returned meter had a cracked/broken lcd.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.